Manufacturer narrative:
Product complaint # (B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # r59x89. Investigation summary: the analysis results showed that one gst60w cartridge reload was returned with the cartridge pan partially dislodged from right proximal side, making the reload non-functional. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information requested and received: can you please provide more event details? When was the metal pan noticed to be bent and out of alignment? Before surgery when setting up back table. Did this occur while the reloads were being removed from the packaging? It was noticed at this time. The devices came out of the package bent and out of alignment. Or, did this occur while loading or removing the cartridge (s) into/from the stapler? No. Did the same exact issue occur with all eight reloads? Yes.

Event description:
It was reported that prior to the start of an unknown procedure, upon visual inspection of the stapler cartridge reload, it was noted that the metal pan was bent and out of alignment. Six blue cartridge reloads and two white cartridge reloads were noted to have the issue. The cartridges were put aside and another like cartridge was opened for use. There were no patient consequences reported. This is all the information known/available regarding this event.